Event description:
It was reported through a research article identifying drg ipgs that are related to the ipgs expiring earlier than expected, less than 4 years. Specific patient information is documented as unknown.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received. Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.